Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Event description:
Related manufacturer report number: 2017865-2023-22131, 2017865-2023-22133, 2017865-2023-22134 during an in-clinic follow-up, a pocket erosion resulting in a pocket infection was found. The device, right ventricular lead, left ventricular lead, and atrial lead were explanted, the device pocket was cleaned out, and the patient was administered antibiotics. System replacement is anticipated, but has not been performed at this time. The patient was in stable condition.